Manufacturer narrative:
(B)(4). No device / parts will be returned for evaluation.

Event description:
It was reported that the sales representative (sr) was emailed approximately three weeks ago by a rn sister asking questions about battery life on the intra-aortic balloon pump (autocat 2). The rn sister did not leave a telephone number and the sr emailed her back immediately asking for a contact number and further information. The sr did not get a response in spite of several telephone calls to the department and no-one else the sr spoke to seemed to know why the rn sister was asking the questions. Eventually, some weeks later, the sr got an email back giving him a mobile telephone number to contact. The sr tried for five days ringing the number, leaving messages and getting no response. On the sixth day the rn sister answered the telephone. The sister advised the sr that she had been asked to retrieve a patient from another hospital and had decided to take an arrow iabp to retrieve the patient (who the sr gathered was on a competitor's pump in another hospital). After transferring the patient onto an arrow iabp the rn sister advised the sr that it took 15 to 20 minutes to transfer the patient onto the waiting ambulance and that the pump was connected to the electrical supply in the ambulance via an inverter. It appeared that the ambulance journey to the hospital took about twenty minutes. When it arrived the pump was unplugged and the patient and all equipment were downloaded to the tarmac. At that stage the battery alarm went off and indicated the low battery warning (it had been on charge prior to departure) and showed twenty minutes of battery time left. In the three minute period it took to get the patient inside the building the alarm went off again with a ten minute warning, then on the trip to the intensive care unit (ICU) department it went off a third time with a final warning. They rushed into ICU and just inside the door the pump shut down. They plugged it in straight away and restarted it and all was fine with no issues caused to the patient.